Event description:
A report was received that a pt's precision system was explanted due to an infection at the pocket site. The pt exhibited symptoms of redness and puffiness at the pocket site and the pocket site was sensitive to the touch. The pt was treated with IV antibiotics overnight at the hospital and was reportedly doing well following the procedure.

Manufacturer narrative:
The devices involved in the event were not returned to bsn at they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records of the explanted devices found them to be satisfactory. This is the final report.